Event description:
On (B)(6) 2023, the company representative reviewed the regular follow-up data dated of (B)(6) 2023 of the patient implanted with an eno dr which is eligible for fsn. An increase in the battery impedance (0.80 k ohms) was observed, but the inflection point was not observed. Therefore, it was recommended to the physician to perform a follow up every 2-3 months. However, the physician replied that in the case of class I recalled products, he did not follow up and replaced all of them. He will explain to the patient in the future, and if consent is obtained, he will replace the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.